Event description:
It was reported that the patient's implantable cardiac monitor was explanted due to pocket infection. Patient status was not reported.

Manufacturer narrative:
The device was returned. The interrogation results were normal, and the visual screen was acceptable. A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The cause of infection could not be traced to the device. Further information was requested but not received.